Event description:
Customer reported a blank display. The blood glucose reading is 134 mg/dl. Sending customer a battery cap displacement. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.